Event description:
Spiderx device advanced over a .014 guidewire through a 6fr guide sheath. Difficult in crossing the lesion. Made several attempts to pass. Physician noticed the spider delivery catheter was kinked. When removing the spiderx system, the catheter broke off where the capture wire exits. Doctor then retrieved this piece with a gooseneck snare and proceeded with another spiderx without any complications.